Event description:
Patient was revised to address a fractured ceramic head.

Manufacturer narrative:
Visual examination of the returned device confirms the material fracture. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. The device will be provided to the manufacturing supplier for evaluation and the complaint reopened after receipt of their investigative results. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a fractured ceramic head. Doi (B)(6) 2007 - dor (B)(6) 2013 (left hip). Visual examination of the returned device confirms the material fracture. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. D. No additional information was obtained. The device will be provided to the manufacturing supplier for evaluation and the complaint reopened after receipt of their investigative results. Update: the supplier evaluation was completed and investigative results received. The density of the ball head was analysed and found to be according to the specification valid at time of production. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Material or manufacturing error was not identified. Based on the investigation, a need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: claim letter received. Claim letter states that the patient suffered from cobalt toxicity and was the cause of her death. It was confirmed that the lab results for serum cobalt level was 370 ug/l. The letter demand for preservation of evidence. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Examination of the returned device confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.